Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. A replacement unit was used from an accessory kit but that also had the same problem with the short port. They opened another accessory kit to complete the procedure. The hospital did not report any pt complications. This report is for the first device.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).